Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a high threshold warning on the right ventricular lead when the device was interrogated. But the threshold measurements in the office were within normal limits. The device and lead remain in use. No patient complications have been reported as a result of this event.